Event description:
The following info was reported by the customer's attorney's office: attorney and customer alleges that an unk red liquid inappropriately dripped out of the infusion set tubing prior to priming. And suspected that the substance entered his body through the infusion set. Customer claims potential contamination by unk substance and fear of injury. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.